Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system instructions for use state adverse events which may require intervention and/or conversion to open repair include, but are not limited to: vascular trauma w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate reported the following: on (B)(6) 2024, the patient was implanted with gore® tag® conformable thoracic stent graft with active control system to treat a zone 4 thoracic pseudoaneurysm. The patient tolerated the procedure. It was reported that on (B)(6) 2025, follow up images revealed a penetrating atherosclerotic ulcer pau) distal to the implanted device. The pau was not present during procedure on (B)(6) 2024. The physician is not attributing the new pau to the implanted device. No calcium, plaque or thrombus present in the treatment area. The new pau is not adjacent to the implanted gore device. Reportedly on (B)(6) 2025, there was a reintervention. The physician implanted a (tgm282815 and a tgmr313110) to cover the pau. The patient tolerated the re-intervention procedure. The root cause of new pau is not known.